Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, clonidine, and an unknown drug at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and trunk/limbs chronic/intractable pain. It was reported that the patient was getting code 8286 (empty reservoir) on the personal therapy manager (ptm) since (B)(6) 2019 morning. Therapy was not intentionally discontinued. The patient was supposed to get a refill. There were no further complications reported at this time.